Event description:
It was observed during the device evaluation that the duodenovideoscop exhibited a gap in the adhesive area between the server plug-in (z-block) and the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of gap in the adhesive area between the server plug-in (z-block) and the distal end is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.